Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that the smiths medical, cadd administration set, tubing was leaking antibiotic. The end user was instructed to go to urgent care to receive the missed dose. No additional information is available at this time. No adverse patient effects were reported.